Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported premature battery depletion could not be conclusively determined. (B)(4).

Event description:
The patient was seen in follow up and early battery depletion was suspected. Device session records were unavailable. The device was explanted and replaced. The patient is stable.